Event description:
The customer contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm, which indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. Reportedly this occurred on the homechoice pro (hcp) during use, while the patient was not connected. The home patient (hp) stated that they did not have any iipv symptoms during therapy. The hp stated their previous therapy was fine and that they wanted to resume set up for tonight. The technical service representative (tsr) had the hp press go to display the patient's weight. The tsr advised the hp to still notify the registered nurse (rn), and stated that if they had any further issues to call back. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the nurse on (B)(4) 2012 in regards to a high drain alarm. The nurse was made of the alarm. The nurse stated that the home patient did not develop any adverse reactions or require any medical intervention. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The product analysis lab (pal) confirmed the reported increased intra-peritoneal volume (iipv) based on reported information. However, the assignable cause could not be determined. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty. There was also no indication that the parts replaced during servicing could have caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported condition.